Manufacturer narrative:
Device powered up properly after battery installation. No battery power loss, failed battery test noted. Device passed the displacement test, sleep current measurement, active current measurement. However, device error 63 noted during self test due to broken trace at keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a hardware low level failure alarm. The customer stated they were able to clear the alarm and were able to complete the rewind process. Customer reported that they did self test and displacement test and both tests were pass. Customer stated that they performed self test again but this time it was fail. Customer also reported that they received replace battery now alarm. Customer reported that they received low battery alert prior to replace battery now alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.